Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Electrodes 2-3, 6, 11, and 14 read as open circuits, consistent with the reported event. Multiple electrode rings were displaced and conductor wires were noted to be protruding the pellethane tubing, and the corresponding conductor wires were fractured proximal to the weld joint on the electrode ring, consistent with the open circuit detected. The catheter was inserted and removed from an 8.5 f agilis with no anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the displaced electrode and fractured conductor wire remains unknown.

Event description:
During a supraventricular tachycardia ablation (avrt), signal issues resulted in a procedural delay. The advisor hd grid mapping catheter was prepped and inserted through an 8.5fr fast-cath hemostasis introducer, however, despite using the insertion tool difficulty passing through the hemostasis valve was noted. When the catheter was finally in the right atrium, the catheter appeared distorted and the egm signals were noisy. The catheter connector cable was replaced but this did not resolve the issue. Troubleshooting was done on the "horsetail", but the problem still persisted. The catheter was replaced with another advisor hd grid but experienced the same difficulty inserting through the valve and saw the same distortion and noisy signals. The second advisor hd grid catheter was replaced with a flexibility se catheter and the procedure was completed with no adverse consequences to the patient.